Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported the implant in tooth location 26 fractured at the collar of the implant and was removed. Inflammation was reported as a result of the event. Patient had to return to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation. Visual evaluation of the as returned implant identified that the implant fractured at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were bruxism and high bone density (type I). The reported device was at tooth location 36 (fdi) for approximately 5 years, 8 months. X-ray & picture evaluation: the customer did not provide x-rays or images. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants (ifu4869 rev 9 10/2019). Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (62647686). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62647686) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture: implant'. Post market trend review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event of mount fracture was confirmed.

Event description:
No further event information is available at the time of this report.